Event description:
It was reported that during a diagnostic endoscopic bronchial valve insertion , there is a small plastic piece distal tip of the subject device that is chipping and breaking into patient. The procedure was completed with the same device. There was no reported harm or injury to the patient.